Manufacturer narrative:
Cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a mitral position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist (fcs), during an off-label case of a 29 mm sapien 3 valve in the mitral valve via transfemoral approach, the aortic pressure was approximately 200/80 with minimal to trace leak. This was further investigated and confirmed by echo. There was a discussion to pre-dilate with a cc or two to further eliminate the pvl or the leak may actually resolve itself as the pressure came down post procedure. During procedure, the patient's pressure suddenly dropped to 40/20 and with the next sweep of the screen there was no longer any pressure or heart tracing. A code was then performed and echo determined an effusion. The effusion was drained and initially the blood was dark. The effusion did not seem to reduce in size and were challenged to pull more volume out. A decision was made to perform a window. The patient expired after an seemingly successful implant. As per medical opinion, it may well have been a left ventricle (lv) rupture of the mac. There was excessive calcium in the posterior region and towards the end of the inflation, the valve appeared to be pushed up towards the anterior portion.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical code and h.10 narrative. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.